Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they observed air bubbles in the reservoir. The customer's blood glucose value was 278 mg/dl at the time of the incident. The reservoir will not be returned for the analysis.